Event description:
It was reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 150mg/dl. Troubleshooting occurred. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.